Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 222, it was reported by a patient legal representative via mail that on (B)(6) 2020 a patient suffered a right distal bicep tendon rupture while lifting a hand truck. On (B)(6) 2021, patient underwent an open primary repair of of the right distal bicep tendon using the arthrex bicep button and tension slide technique. A few days later, on (B)(6) 2021, the repair failed during the course of life activities and patient underwent a revision surgery on (B)(6) 2021. Both original and revision surgery were performed at the same facility with the same surgeon. The arthrex bicep button and tension slide technique part number is unknown as well as a lot number. No further information has been given at this time.